Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel which was oversensed by this implantable right ventricular lead resulting in a non-sustained episode and pacing inhibition. The patient does not recall any symptoms related to this issue and reported being asleep at the time. An electrogram depicting the noise was faxed for technical services review.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
Technical services advised the noise appeared consistent with electromagnetic interference (emi). This crt-d was reprogrammed to least sensitivity and no further oversensing has been noted. This lead remains implanted. Additional information was received that further oversensing has been noted. Technical services provided troubleshooting recommendations. The local area sales representative was contacted for resolution to this issue, but they were unable to provide additional detail. No additional information is available at this time. Should more information become available, this event will be reopened. The device was explanted three years later for normal battery depletion. The product has been received and is currently being analyzed. When testing is complete this report will be updated.